Manufacturer narrative:
As reported, optifix fastener was broken during use and was removed from patient's body. The subject device was not returned for evaluation. Based on the information provided and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states, "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue¿ and ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength¿. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
As reported, during an intra-peritoneal onlay mesh (ipom) procedure, the optifix fixation device deployed seven fasteners which fixated successfully. It was reported that another fasteners was found broken in the patient's abdomen and was removed. Another optifix device was used to complete the procedure and there was no patient injury.

Manufacturer narrative:
As reported, optifix fastener was broken during use and was removed from patient's body. The subject device was not returned for evaluation. Based on the information provided and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states, "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue¿ and ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength¿. Addendum: this supplemental MDR is submitted to document the sample evaluation results. Evaluation of the returned sample finds for bent guide wire and backup tabs. The report that the device deployed broken fasteners is a known result of bent components. The components are found to be bent from applied forces while in use. The barrel insert was returned detached from the device. The detachment is a result of the bent guide wire pushing against the barrel insert during actuation forcing it free from the firing force. There are deformations on the barrel insert from overcoming the cannula crimps. No manufacturing anomies were found. This is the only reported complaint for this manufacturing lot of 525 units released for distribution in june 2023. Updated fields: b4, d3, d9, g3, g6, h2, h3, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during an intra-peritoneal onlay mesh (ipom) procedure, the optifix fixation device deployed seven fasteners which fixated successfully. It was reported that another fasteners was found broken in the patient's abdomen and was removed. Another optifix device was used to complete the procedure and there was no patient injury.